Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The contact pin inside the scope socket was deformed and causing no image to appear. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus visera elite video system center was not producing an image during procedure preparation. According to the initial reporter, the image issue only occurred during preparation, and the staff was able to finished the case using the subject device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was reproduced, which is due to deformation of scope socket pin. The cause of deformation was not identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.